Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritoneal infections and severe pains in a patient coincident with dianeal pd4 unknown bag therapy for peritoneal dialysis (pd). It was not reported if dianeal pd4 unknown bag therapy was ongoing. On unreported dates, the patient experienced peritoneal infections and severe pains. The consumer reported that the first event of peritoneal infections and severe pains occurred when the initial pd catheter was placed approximately six years ago. On an unreported date, the pd catheter was replaced. It was not reported if remedial therapy was rendered. The outcome was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.